Event description:
It was reported while using the inquiry afocus catheter during a pulmonary vein ablation procedure the physician had difficulties removing the catheter from a bifurcation in the pulmonary vein. The physician was checking the isolation of the pulmonary veins with the inquiry afocus following ablation. The catheter bent during insertion into the left pulmonary vein and became difficult to remove due to a bifurcation in the vein. The physician inserted another diagnostic catheter in attempt to straight the bend in the inquiry afocus device for removal with no success. The physician then inserted an inquiry optima catheter with a larger loop diameter to enlarge the vein in attempt to remove the inquiry afocus again with no success. A cardiac surgeon was then consulted and a "push, pull" movement was made with the sheath and the inquiry afocus catheter resulting in the catheter retracting into the sheath and both the catheter and sheath were removed with no consequences to the pt.

Manufacturer narrative:
The device is in the process of being evaluated. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.